Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 64.1 cm, with a stylet inserted. The reported events for an insulation break and low lead impedance were not confirmed. The reported event for failure to extend the helix was confirmed as the retracted helix was clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, the right ventricular lead had a low, out of range pacing impedance when connected to the pacing system analyzer, which suggested that there was an insulation breach. After repositioning the lead multiple times, the helix would not extend so the lead was removed and replaced during the same procedure. The patient was in stable condition.